Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. H6 updated. B1: pp not to be checked in the initial report.

Manufacturer narrative:
Section b3 - date of event is estimated.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. It is unknown ipg was unable to provide at least 24 hours of therapy when fully recharged. As a result, the ipg was subsequently explanted and replaced, thereby restoring therapy.